Manufacturer narrative:
The customer¿s report of an overinfusion of heparin was not confirmed. Physical inspection showed no anomalies. The pcu event log shows pump module s/n (B)(4) was programmed to infuse heparin standard dose 25000unit in 250ml (drugid 134) at a rate of 10.9ml/hr (dose = 15unit/kg/hr) at 2:04 pm on (B)(6) 2019. At 2:30 pm, the device alarmed for patient side occlusion and the infusion was restarted at 2:38 pm. At 6:02 pm, the device was channeled off. There were no alarms, except for the patient side occlusion alarm at 2:30, prior to the user channeling the device off. The volume recorded as being infused during this period was 41.409ml. During this period, pump module s/n (B)(4) was in use and infusing maintenance ivf (drugid 1) at a rate of 75ml/hr. This device alarmed for air in line shortly after pump module s/n (B)(4) was channeled off. It is unknown if the user confused the two bags of medication. Functional testing performed found the pump module to be delivering fluid within specification. The root cause of the customer's report could not be determined.

Event description:
It was reported that the primary infusion of heparin 25,0000units/250ml was infusing at a rate of 15units/kg/hr with the patient's weight documented at (B)(6), as well as, maintenance fluids of normal saline 1l infusing at a rate 75ml/hr via two pump modules in the critical care unit. Prior to the initiation of the infusion, the device programming was verified by another nurse. The patient experienced a bleeding event with a higher than expected ptt with coffee ground emesis that led to a rapid response team alert and transfer to a higher level of care. It is suspected that the event was caused by a heparin over infusion as the infusion was initiated at approximately 1400 and found empty at 1800. The patient received protamine as a reversal agent in an effort to prevent further bleeding. It was further reported that the rn states that fluid was found on the floor but it was unclear if it was saline or heparin or other. There were several people/family members in the room that may have manipulated the pump. It was also noted that the nurse stated that the patient became disconnected from a line or lines, but unclear exactly what lines. It was later reported that the patient passed away and that the patient's death may or may not be related to this event. The patient's cause of death has not been declared.

Event description:
It was reported that the primary infusion of heparin 25,0000units/250ml was infusing at a rate of 15units/kg/hr (weight of (B)(6)), and maintenance fluids of normal saline 1l at a rate 75ml/hr via two pump modules in the ccu. Prior to the initiation of the infusion, the device programming was verified by another nurse. The patient experienced a bleeding event with a higher than expected ptt, and coffee ground emesis that led to a rapid response team alert and transfer to a higher level of care. It was suspected that the event was caused by a heparin over infusion, as the infusion was initiated at approximately 1400 and found empty at 1800. The patient received protamine as a reversal agent in an effort to prevent further bleeding. It was further reported that the rn stated that fluid was found on the floor but was unclear if it was saline, heparin or other. There were several people/family members in the room that may have manipulated the pump. The nurse stated that the patient became disconnected from a line or lines, but was uncertain as to which lines were disconnected. It was later reported that the patient passed away and that the patient's death may or may not have been related to this event. The patient's cause of death has not been declared.

Event description:
It was reported that the primary infusion of heparin 25,0000units/250ml was infusing at a rate of 15units/kg/hr (weight of (B)(6) kg), and maintenance fluids of normal saline 1l at a rate 75ml/hr via two pump modules in the ccu. Prior to the initiation of the infusion, the device programming was verified by another nurse. The patient experienced a bleeding event with a higher than expected ptt, and coffee ground emesis that led to a rapid response team alert and transfer to a higher level of care. It was suspected that the event was caused by a heparin over infusion, as the infusion was initiated at approximately 1400 and found empty at 1800. The patient received protamine as a reversal agent in an effort to prevent further bleeding. It was further reported that the rn stated that fluid was found on the floor but was unclear if it was saline, heparin or other. There were several people/family members in the room that may have manipulated the pump. The nurse stated that the patient became disconnected from a line or lines, but was uncertain as to which lines were disconnected. It was later reported that the patient passed away and that the patient's death may or may not have been related to this event. The patient's cause of death has not been declared.

Manufacturer narrative:
The customer¿s experience of an overinfusion of heparin was not confirmed. During physical inspection the only observed anomalies were dull iui connectors, with green corrosion also observed on the right iui connector. The pcu event log shows pump module s/n (B)(4) was programmed to infuse heparin standard dose 25000unit in 250ml (drugid (B)(4)) at a rate of 10.9ml/hr (dose = 15unit/kg/hr) at 2:04 pm on (B)(6) 2019. At 2:30 pm, the device alarmed for patient side occlusion and the infusion was restarted at 2:38 pm. At 6:02 pm, the device was channeled off. There were no alarms, except for the patient side occlusion alarm at 2:30, prior to the user channeling the device off. The volume recorded as being infused during this period was 41.409ml. During this period, pump module s/n (B)(4) was in use and infusing maintenance ivf (drugid (B)(4)) at a rate of 75ml/hr. This device alarmed for air in line shortly after pump module s/n (B)(4) was channeled off. It is unknown if the user confused the two bags of medication. Functional testing showed no anomalies. The root cause of the customer¿s report of an overinfusion of heparin was not identified.